Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient complained of pain at the implantable neurostimulator (ins) site and stated the device was shallow and uncomfortable. Surgical intervention was undertaken and when the pocket site was opened the physician noticed a possible infection. The physician opted to remove the system. A drain was placed and the patient is to follow-up with the physician.